Event description:
It was reported that upon implementation of the proximal body onto the stem, the screw engaged the stem threads for roughly 3 turns of the t-handle before it stopped engagement of the threads and began to spin freely. The proximal body/stem separator was then used to attempt to remove the proximal body. The separator engaged the proximal body an the t-handle was then used to disengaged the body/stem taper junction. The separator then broke without setting body stem.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been other events for the manufacturing lot. No devices were returned for inspection. The exact failure mode could not be determined with the limited information provided. A review of medical records was not performed as none were provided and the failure was not related to patient factors. The exact failure mode could not be determined with the limited information provided. The failure could not be confirmed nor a root cause determined as the device was not returned for inspection. If the device becomes available, this investigation will be reopened. The reported event regarding a restoration modular stem body separator which "broke" was not confirmed.

Event description:
It was reported that upon implementation of the proximal body onto the stem, the screw engaged the stem threads for roughly 3 turns of the t-handle before it stopped engagement of the threads and began to spin freely. The proximal body/stem separator was then used to attempt to remove the proximal body. The separator engaged the proximal body an the t-hande was then used to disengaged the body/stem taper junction. The separator then broke without setting body stem.